Manufacturer narrative:
As stated by the instructions for use, the device can be damaged by infiltration of liquid and for this reason it must be avoided to: use the device while having a bath, a shower, etc; immerse the pump in detergent solutions or in water; infiltrations of liquid inside the pump. In this case the water penetration damaged the electronics, for this reason the pcb has been replaced. Moreover the service found out that the motor was unscrewed from its housing and dislocated, and that the display was stained. What has been found can be most likely the result of a shock or a fall of the pump. Device evaluated, repaired and returned to the distributor/user. No patient involvement.

Event description:
The customer reported bleeding display. The service found out that the pump had undergone penetration by liquid or drug.